Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, five minutes into the laparoscopic video toracotomia procedure,the device was connected with the reload, when opening the jaws, the jaw did not open. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, five minutes into the laparoscopic video toracotomia procedure,the device was connected with the reload, when opening the jaws, the jaw did not open. When using the instrument and placing the reload to shoot it did not work. The gun made a sound like crack, when placing the load it did not seal and therefore another load was placed again and nothing ever worked. There was no patient injury.